Manufacturer narrative:
Review of the sn (B)(6) service history record showed the device had a manufacture date of 16oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date of 27apr2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. The channel malfunction identified to be the probable cause of the issue that the patient woke up during surgery while an unspecified anesthetic medication was infusing. However, it could not be replicated in this investigation. Log review confirms that a channel malfunction occurred on the reported event date of (B)(6) 2019. Review of the pump module error and event log confirms that error code 241.4140 pump patient pressure sensor broken low failure and a channel malfunction occurred at 3 different times between 9:10:25 am and 9:10:32 am.. While log review indicates a pressure sensor failure error occurred, this error could not be replicated through testing. Results from software engineering indicate that the last lower pressure sensor reading was 698 ad cnt or .853 volts, which is below the minimum threshold of 713 ad cnt or .871 volts for 20 consecutive measurements. Rate accuracy testing performed found the pump module was delivering fluids within specification. The inspection process performed on the pump module found no irregularities. The lower pressure sensor zero offset was not performing within specifications. Both the analog sensor test in asm and log review analysis by software engineering show the lower pressure sensor reading to be outside specification. However, asm analog sensor testing is conducted with no administration set loaded and the malfunction occurred during an infusion with an administration set loaded. The root cause of the reported incident that the patient woke up during surgery while an unspecified anesthetic medication was infusing was identified in this investigation to be related to a malfunctioning pressure sensor. The pc unit and primary administration set were not returned for investigation.

Event description:
It was reported that the patient woke up during surgery while an unspecified anesthetic medication was infusing. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The customer stated that the patient was an adult.

Event description:
It was reported that the patient woke up during surgery during an unspecified anesthetic medication infusion. There were no adverse effects caused to the patient from the event.